Event description:
Caller reported that pump battery would not charge, and despite using different adapters and charging cables, issue persisted. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections as a backup therapy, and technical support arranged to send a replacement pump while instructing the caller on returning the defective unit.